Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2021. The reported lot number 505003fb is not a valid baxter lot number. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f49 (malfunction in real time clock: abnormal rtc data). The event occurred during an unreported process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.